Manufacturer narrative:
This medwatch is for the advantage meter - serial number unknown. (B)(6).

Event description:
Customer allegedly received the following results, with two different roche meters, within 3 minutes: 187 mg/dl (advantage 8505230876) and 102 mg/dl (advantage - unknown serial number) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.